Event description:
On 10/dec/2024 fresenius was notified that a patient passed away while utilizing the 2008t machine for hemodialysis (hd) treatment. A request for machine and disposable evaluation was made. A field service technician (fst) was requested to perform an inspection of the machine. Inspection completed, an adverse event pre-service evaluation checklist and ultrafiltration (uf) problem identification checklist was performed. A small leak was observed on the bottom of the air separator. The failure on the alarm test was the 9 volt battery.

Manufacturer narrative:
Additional information: b5, d1, d4, h4.

Event description:
On 10/dec/2024, fresenius became aware this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 2008t hemodialysis system, an optiflux 180nre dialyzer, and combi-set bloodlines for renal replacement therapy (rrt) expired while undergoing outpatient hd therapy (date not provided during the intake process). Follow-up information received by fresenius on 29/dec/2024 confirmed the patient expired on (B)(6) 2024 during hd therapy. The patient arrived for their regularly scheduled hd treatment in stable condition, blood pressure (bp) = 158/77, and a heart rate (hr) = 55 bpm (all pre-treatment machine testing passed). The patient¿s treatment began without issue, however approximately 12-16 minutes into a 3.0-hour treatment, the patient was found unresponsive (bp = 62/46, hr = 78). The treatment was immediately terminated, and the patient¿s blood was reinfused. Emergency medical services (ems) were contacted, and the patient was provided with oxygen support (volume not provided), a fluid bolus (volume not provided), and cardiopulmonary resuscitation (CPR) efforts were initiated. Although the exact timeline and specifics of the serious adverse event is largely unknown, it appears CPR was unsuccessful, and ems pronounced the patient dead at the outpatient dialysis clinic. Following the serious adverse events the 2008t hemodialysis system was removed from service, and functional compliance testing revealed alarm and pressure-holding test failures (corrected with the replacement of the internal 9-volt battery). Additionally, the ultrafiltration (uf) pump required recalibration, as it fell outside of the manufacturers¿ recommended specifications. The uf pump encountered an error in which more fluid was removed than was programed into the 2008t hemodialysis system. The expected fluid removal was 1000 ml/hour, however post-event testing revealed the actual fluid removed 1020 ml/hour. The air separator was also found to be leaking a small amount of fluid, and the uf pump strokes fell outside of the manufacturers¿ recommended specifications, actual result 1.029 ml per stroke (allowable limits = 0.996 ¿ 1.004 ml). The required repairs were successfully completed, however based on the documentation from 29/dec/2024, the 2008t hemodialysis system has not been returned to service. Additionally, the optiflux 180nre dialyzer and combi-set bloodlines are in the process of being returned to the manufacturer.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, g2, h6, h10. Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system, an optiflux 180nre dialyzer, combi-set bloodlines and the serious adverse events of hypotension, loss of consciousness, and death, as the patient was undergoing treatment when the patient¿s expiration occurred. The definitive etiology of the serious adverse events is unknown; therefore, causality could not be established. However, based on the post-event testing, there is evidence to support the existence of internal device failures, which may have caused the 2008t hemodialysis system to perform outside of the manufacturers¿ recommended specifications. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for approximately 45% of all esrd deaths, and approximately 25% of those deaths are due to sudden cardiac death. Based on the information available, the 2008t hemodialysis system, the optiflux 180nre dialyzer, and the combi-set bloodlines cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the patient was actively undergoing hd therapy when he was found unresponsive, the facility¿s request for post-event functional compliance testing, the uf pump failure requiring recalibration, the pressure holding test failure, and a pending manufacturer evaluation of the dialyzer/bloodlines, this clinical investigation cannot disassociate the 2008t hemodialysis system, the optiflux 180nre dialyzer, and the combi-set bloodlines from playing a possible role in the serious adverse events.

Event description:
On 10/dec/2024, fresenius was notified that a patient passed away while utilizing the 2008t machine for hemodialysis (hd) treatment. A request for machine and disposable evaluation was made. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient death during treatment. However, there is no documentation of a causal relationship between the death and use of the 2008t machine. Additionally, there is no allegation of machine malfunction or deficiency reported for this event. The circumstances surrounding the death are unknown. The patient¿s health status and health history are unknown. The circumstances surrounding the patient death are unknown. The association between chronic kidney disease (ckd) and high cardiovascular morbidity and mortality is well known. According to the united states renal data system (usrds), the leading cause of death among ckd patients undergoing dialysis is related to cardiac arrhythmias. Based on the limited information and no allegation of a machine malfunction or deficiency, the fresenius 2008t machine can be excluded as the cause of the patient¿s death.